Event description:
It was reported that prior to the start of a da vinci-assisted hiatal hernia surgical procedure, the force bipolar had misaligned jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have grips bent-severely, causing side to side misalignment of the grips. An additional observation not reported by site was the instrument was found to have a broken molded insulator. A section of the insulator was broken off at the base of the grip. The broken section was not returned. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.